Event description:
The patient experienced urinary retention rated on a severity scale as 3 (incapacitating with inability to work or do usual activity). The relationship to the device was noted by the surgeon as a 2 (possible relation to device). The patient was scheduled for further surgery.